Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump history was missing a 20 gram bolus. Tandem technical support (cts) requested customer upload pump data. However, although multiple attempts were made by cts, customer did not reply or upload pump data. There was no reported impact to blood glucose.